Event description:
This device was explanted and replaced due to noise and inappropriate shocks. Should additional information become available, this file will be updated. This lead was reported to have been explanted due to infection on (B)(6) 2008; however the following physician's office has no record of this patient having an infection or any surgical procedures in 2008. It has been confirmed that this lead remained actively implanted with no complaints until this event occurred on (B)(6) 2013.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal fragment of the lead was received for analysis. The returned lead fragment was analyzed. The analysis revealed multiple signs of wear. In particular the insulation was found damaged at the distal part of the lead fragment. These insulation damages can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.